Event description:
The facility reported four incidents in which the primary set male luer lock became disconnected from the clearlink port on the extension set. Several of these pt's IV catheters clotted. No adverse outcome resulted.